Event description:
Medtronic received a report that when the coil was pushed out of the protective sheath, it was very astringent and could not be pushed into the microcatheter. Later, the guide wire was used to try to push into the microcatheter, and the guide wire could push in and out smoothly. After several attempts, the coil was directly detached in the protective sheath. The operator believed that this was a product quality problem. Without entered the body, it was directly detached in the protective sheath. No surgical intervention was required. The pushwire was not bent/broken. The there was no friction/difficulty during delivery. The physician did not reposition or attempt to detach the coil. The continuous flush administered during the procedure. No patient symptoms or further complications were reported as a result of this event. The device and any accessory devices were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of a saccular, ruptured aneurysm in the middle cerebral artery with a max diameter of 6mm and a 5mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. Ancillary devices include a 8f guiding catheter, echelon 10 microcatheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: equipment used: vis (m-81805), 203cm ruler (m-83360) as found condition: the axium coil was returned for analysis within a shipping box, within a plastic bio-pouch, and within a dispenser coil. Visual inspection/damage location details: the axium coil was returned within its introducer sheath. The introducer sheath was found inverted on the pusher with the wavelock at the distal end. The implant coil was found damaged within the introducer sheath. The axium coil could not be pushed out from within the introducer sheath as resistance was encountered; therefore, was pulled out proximally. No bends or kinks were found with the pusher. The implant coil was found still attached to the pusher. The implant coil was found damaged and had lost its original shape. There were no separation or breaks found with the axium coil. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿coil separation/break¿ report could not be confirmed. No breaks or separations were found with the returned axium coil. The implant coil was found damaged. Damage can occur if the device is advanced against resistance. However, the cause for the damage could not be determined. H6. Coding updated based on analysis results. ***MDR decision corrected to not reportable. Analysis confirmed that the coil was not detached prematurely as indicated in the original complaint. No further reports will be submitted unless additional information received indicates a reportable event.*** medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.